Event description:
Removal of right breast implant for discomfort complaints. Implant found intact; did have fixation patches which stuck and adhered to surrounding capsule at implant removal. Total capsulectomy done. Elective removal.